Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain. The cause of the event was unknown. The patient was not hospitalized. On the same day as the event onset, the patient started treatment with intraperitoneal ceftazidime (1g daily; duration not reported) and intraperitoneal vancomycin (1g stat) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, ceftazidime and vancomycin remain ongoing and the patient is recovering. No additional information is available.